Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was a blood clot. The caller stated that the customer had high blood glucose that may have led to the customer's passing. The customer¿s blood glucose was 1200 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer had surgery and the hospital took it off. The customer was not using sensors. The customer had been having high blood glucose levels for the last 2 months before they passed. The customer went into diabetic ketoacidosis and got the blood clot a week prior to passing. The caller declined to return the insulin pump for analysis.